Event description:
It was reported that when the asymptomatic patient presented in clinic, episodes of non-sustained oversensing due to post-paced t-wave oversensing on the ventricular channel was noted on a stored egm. Programming changes were made and the patient left the clinic in normal condition.

Manufacturer narrative:
(B)(4).